Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 198 mg/dl. The customer stated she had gone to the airport two days prior to the alarm occurring.. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad trace. No moisture damage on electronics and motor noted. No button error alarm noted. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.